Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to set up a temp rate, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels ranging from 380 to the 500's (mg/dl). The customer was uncertain of the suspected cause and delivered a correction via the pump. A system check was performed with tandem technical support the following day and no issues were identified with the pump or supplies, however the customer declined to change the site as they stated they had changed all supplies a few hours prior. Additionally, it was reported that the customer received an incomplete temporary basal rate alert. The customer confirmed that they had navigated to the temp rate screen without exiting. Although the customer was uncertain of the suspected cause of the elevated bg, the customer reported that the alert contributed to the elevated levels.